Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Siemens has analyzed the images generated during the patient's examination. The complete examination of the patient's heart lasted 32 min with an active scanning time of 16.7 min. No abnormality was found which would indicate a system malfunction. The complete measurement was performed in the first level (fl) operating mode. The sar values were within the limits defined by the mr safety standard ((B)(4)), i.e. The maximum applied sar was 61% of the first level mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 34.1 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard ((B)(4)). The system was checked by the service engineer and found to be within specification. No hardware or software problem was found which would explain the reported 3rd degree burn to the patient. The investigation of the digital images showed that two different sets of electrodes were used. One set of electrodes was not released for mr examinations. These caused the burn on the patient's shoulder. Furthermore, the examination was performed in the first level mode. In this case the fl operating mode should not have been activated because the patient was sedated and unable to communicate potential overheating effects. To prevent these possible burns warning notices are implemented in the magnetom avanto operator manual - mr system syngo mr b17, page a.2-21 and page d.5-2: use only mr-conditional monitoring devices, for example, ECG electrodes and pulse sensor that meet the conditions for safe use. Do not examine patients unable to communicate potential overheating effects (e.g. Small children, sedated or handicapped patients) the manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017014. (B)(4). The magnetom avanto unit was checked by siemens local service engineer and found to be within specifications. Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Customer's address: (B)(6).

Event description:
An adverse event on the magnetom avanto system was reported to siemens. A (B)(6) year-old female patient suffered a 3rd degree burn on her shoulder during heart examination. The patient was sedated and external ECG leads were attached during the examination. The burn marks were showing where the external electrodes were placed. The patient received medical treatment at the facility. The reported incident occurred in (B)(6).